Manufacturer narrative:
The customer cancelled the call. No report of pt or staff injury. The reported problem was cleared by the customer. No additional info is available.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.